Event description:
It was reported that the colonovideoscope exhibited a noisy screen. The event occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
E1 initial reporter establishment name the affiliated (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3 corrected fields: d5, g2 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image e216 error based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the cut charged coupled device cable led to the e216 error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.